Event description:
The patient's benefit from the device graduallydeclined recently and the device interrogation showed anomalies of 13/22 electrodes. He therefore presents today for explantation and reimplantation with a new cochlear implant device on the right side.